Event description:
My daughter was menstruating on our trip up to (B)(6). Within 36 hours of our arrival, she was in the ER, septic and in kidney failure. She presented with flu like symptoms, just feeling very tired, then fever, vomiting diarrhea, extreme dizziness, really bad headache, almost fainting every time she would get up. So she went from no symptoms to all of these within about 16 hours. Once the dizziness and fainting started, and we noticed she had a red rash all over. We decided it was time to go the ER. Once we got there, 15 miles away, I had to use a wheelchair to take her into the clinic. They put her in a room and took her b/p and pulse. Which were 98/36 and 130 pulse. To the ER we went, and they started looking for a cause immediately. X-rays, blood work, IV's once the blood work came back they realized she was in kidney failure. (B)(6) [thank goodness or she may not be here] and on to a bigger hospital in (B)(6) we went. Everything moved very fast from there and she was headed back to (B)(6) in 5 days. She continued with a really bad cough for a couple of months but otherwise has been told she is fine. She was using tampax tampons, never again will she wear them. It's not worth her life. Frequency: as needed, route: vag. Diagnosis or reason for use: menstruation.